Manufacturer narrative:
The investigation for the high purge pressure has been completed. There were no data logs returned. The product was returned and there were no abnormalities noted. The purge gap was clean. The pump was purged and high purge pressure did not reproduced. Purge fluid exited the purge gap and pressure was stable around 550 mmhg. The root cause of the high purge pressure could not be determined because data logs were not returned and high purge pressure was not reproduced on the returned product. D.9 device return date/information was added. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-25538 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Event description:
A complainant reported the patient was on impella cp support. While on support, purge pressure increased. There were no kinks in the purge lines. No improvement after replacing the purge cassette. The automated impella controller (aic) was replaced, but there was no improvement, so the pump was replaced. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.